Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to electrode migration. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 19, 2025, was filed inadvertently. No electrode migration has occurred. Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Device analysis report attached.